Manufacturer narrative:
No sample or photos were received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The manufacturing process was reviewed, all processes and controls were properly followed, including sub-assemblies, finished product assembly, packaging, and product inspections. Since no samples or photos of the reported problem were received, the reported condition could not be confirmed; however, the following preventive actions were taken: the production personnel received an awareness notification of the condition reported. The inspection level was increased from reduced to tighten. An awareness notification was sent to the blade supplier. Additionally, a quality alert was generated as an additional measure indicating that the operator must ensure the correct placement of the blade in the handle and assure sealing is correctly completed. The quality alert includes instructions for material segregation in case of incorrect assembly or defective material. If a sample is received at a later date, the investigation will be updated accordingly. We will continue to monitor the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The complainant indicated that the device is not available for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that during the surgical procedure, the blade from the scalpel broke in half inside the patient's knee. A larger incision needed to be made to remove the broken piece. The broken blade was removed in one piece and per protocol, an xray was taken to verify there was no product left behind. There was no harm to the patient or staff due to this broken scalpel blade.